Manufacturer narrative:
Concomitant: product ID 3777-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3777-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. It was noted that the patient was also having some other problems and felt he needed to see a doctor to get another lead put in to help. This began about 3 weeks prior to this report. It came on suddenly. No falls or trauma had occurred. The patient was redirected to their healthcare provider (hcp). It was noted that he no longer had a managing hcp. Follow-up was performed to determine if the patient had required further assistance and if he had any further concerns. This event will be updated if additional information is received.